Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flex vision pc did not boot up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the grabber card on flex vision pc defective. The defective flex vision pc was returned for failure analysis and confirmed the frame grabbers issue. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027).fse replaced flex vision pc and downloaded pc software. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that flexvision pc did not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.